Event description:
As reported by manufacturer: "please process the intake of this upcoming revision surgery in UK." Spect CT shows tibial component is loose + there is fib-talar impingement.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.

Manufacturer narrative:
The reported event could be confirmed based on available information and hcp assessment. The device inspection was not possible as the product was not returned for investigation. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Upon further assessment of provided information and CT scans hcp opined that the information provided to this case can be confirmed with the CT scan. There is a loosening of the tibial component showing radiolucence and some cysts and there is also talofibular impingement visible. Therefore, patient related factor (poor bone quality) and procedure related factors (positioning, size selection) for the impingement are likely. There is no further evidence that the event is device related. Based on investigation, the root cause was attributed to a patient related issue. The failure was caused by poor bone quality. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported by manufacturer: "please process the intake of this upcoming revision surgery in UK." Spect CT shows tibial component is loose + there is fib-talar impingement.